Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The patient's date of birth is not available / reported. The patient¿s gender is listed in the edc as ¿male¿; however, preliminary operative note refers to the patient as ¿she¿ and in edc, the patient has a history of ovarian cyst. The initial reporter email and phone are not available / reported. (B)(4). Based on complaint information, the device was not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (20d088av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Embolization of thrombus is a known potential complication during mechanical restoration of flow and thrombus removal procedures in which the embotrap ii is used. During these interventional procedures, the devices are advanced and withdrawn through pre-existing thrombotic lesions with risk of embolization of thrombus. With the information provided, it is not possible to determine the root cause of the event. However, there are clinical and procedural factors including clot burden, vessel characteristics, and device manipulation that may have contributed to the event. It is not clear from the information reported when the clot embolization to new territory (ent) occurred in relation to the use of the embotrap. Also, it appears from the preliminary operative report that the event required an additional thrombectomy attempt for restoration of blood flow to prevent permanent injury. Therefore, the event currently meets MDR reporting criteria. Vessel spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease, or even prevent blood flow distal to the spasm and may occur when positioning/advancing the devices through the vessel/arteries. This is a well-known potential complication with any invasive procedure during which devices are introduced into vessels. Review of the available information suggests that vessel characteristics, patient and procedural factors may have contributed to the reported vasospasm rather than a manufacturing issue or defect of the device. Since the mild vasospasm occurred prior to the use of the embotrap device, the event does not meet MDR reporting criteria. Based on the provided in the preliminary operative report, the vessel injury with extravasation was secondary to competitor microwire/microcatheter manipulation. Therefore, the vessel injury with extravasation with consequent subarachnoid hemorrhage (sah) does not meet MDR reporting criteria. According to the referenced literature, cerebral edema usually develops between the second and fifth day after installation of stroke, but up to one third of patients may have neurological damage in the first 24 hours after the onset of symptoms. Brain-blood barrier changes occur relatively rapidly in acute ischemic stroke. Review of the available information suggests that the cerebral edema was likely secondary to the baseline stroke and/or sah. The pi reported that the event was not likely related to the study device. Therefore, the event does not meet MDR reporting criteria. Treatment failure is a known potential outcome associated with endovascular mechanical thrombectomy. The root cause of the inability to achieve a mtici score of =2b with the embotrap device in three passes cannot be conclusively determined; however, the severity of the underlying occlusion/stroke and clot burden/characteristics may have contributed. Device ineffective with treatment failure does not meet MDR reporting criteria since the outcome (mtici score =2a) is not related to a malfunction of the device but rather to the natural progression of the underlying disease process. Reference: brain edema after ischaemic stroke; med arch. 2016 oct; 70(5): 339¿341. Published online 2016 oct 25. Doi: 10.5455/medarh.2016.70.339-341. There is no medical evidence to indicate that the reported right basilar airspace disease and arteriovenous fistula (avf) clot was related to the embotrap revascularization device. The patient presented with cerebral artery occlusion from a cardioembolic source, with associated moderate to severe stroke (nihss 16-20) and multiple life-threatening comorbidities. Review of the available information suggests that the events are likely the consequence of the patient¿s underlying disease state. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported via the excellent study; the (B)(6)-year old female patient with a history of atrial fibrillation, congestive heart failure (chf), diabetes, dialysis, hypertension, hyperlipidemia, end-stage renal disease, morbid obesity (bmi (B)(6); kg/(B)(6)), tachycardia, anemia of chronic kidney disease, ovarian cyst surgery, and shunt replacement presented with a witnessed cardioembolic stroke on (B)(6) 2020 with a modified treatment in cerebral infarction (mtici) score of 0, an nih stroke scale score (nihss) score of 18 and modified rankin score (mrs) of 2. Computed tomography (CT) angiogram showed significant right internal carotid artery (ica) terminus middle cerebral artery (mca) occlusion with significant collaterals. Intravenous tissue plasminogen activator (tpa) was administered at the time of stroke presentation. The patient subsequently underwent an endovascular mechanical thrombectomy using a 5mm x 33mm embotrap ii revascularization device ((B)(4)) device on (B)(6) 2020. The ace¿ 68 intermediate catheter (penumbra) was loaded with the 0.027¿ marksman¿ microcatheter (medtronic) and aristotle® 18 guidewire (scientia vascular). The entire aspiration system was advanced in telescoping fashion leading with the aristotle wire. The wire was eventually passed across the area of occlusion. At this point, there was evidence of a small area of extravasation on microcatheter injection, located immediately distal to the area of occlusion. There was significant amount of territory at risk related to the occlusion in the branch that had the extravasation was a small distal m3 branch. Attempts at coiling through the marksman microcatheter were unable to be performed. The marksman microcatheter and aristotle 18 wire were removed. An aristotle® 14 guidewire (scientia vascular) was placed inside a headway® duo microcatheter (microvention-terumo) which was advanced past the occlusion into the small m3 branch with small amount of contrast extravasation. Three unspecified brand coils were subsequently implanted. There was no evidence of continued extravasation. Repeat dyna CT scan showed evidence of contrast staining within the subarachnoid space mostly within the right sylvian fissure and prepontine fissures. There did not appear to be any significant large mass effect from any large hematoma. Attention was again turned towards the thrombectomy. The similar setup with the marksman microcatheter and aristotle 18 wire were used again to re-access distal to the area of occlusion. The 5mm x 33mm embotrap ii device was then advanced to the end of the microcatheter and unsheathed. The ace¿ 68 catheter was placed on the suction canister. After waiting 3-4 minutes, the embotrap ii device was removed and catheter was placed on aspiration, resulting in an mtici score of 0 with no clot retrieval. The second pass was made with the embotrap ii and pump aspiration with 5-minute incubation resulted in a mtici score of 2 with partial clot retrieval in the aspirate. Per the case report form (crf), the third pass was made with a trevo® retriever (stryker) and a 2-minute incubation that resulted in an mtici score of 1 with no clot retrieval (including embolization to new territory ¿ right anterior cerebral artery). It is not clear from the procedure report when the clot embolization to the anterior cerebral artery (aca) occurred. The embotrap ii device was used to make the fourth pass with pump aspiration (0-minute incubation) resulted in an mtici score of 1 with no clot retrieval. Direct aspiration was applied next for one minute using a jet¿ 7 aspiration catheter (penumbra); this resulted in an mtici score of 2b (per the procedure report). The sixth pass was made with the embotrap ii device and pump aspiration at the right aca with 1-minute incubation, which resulted in an mtici score of 2b with full clot retrieval in the aspirate. The system was removed and digital subtraction angiography (dsa) was performed. There was some mild vasospasm within the distal cervical ica. Otherwise there was normal filling of the distal cervical ica, petrous ica. Post-final thrombectomy, there was mtici score 2b re-canalization of the right mca and aca territories. There was a small remaining area of stenosis within the pericallosal aca. There were some small distal branches that have no or minimal filling. There was occlusion of the very small m3 branch that was coiled. The patient reportedly tolerated the procedure well and was transported to the recovery area in unchanged neurologic condition. There were no reported study device deficiencies. 24-hour post-procedure nihss score was 15. The patient developed right basilar airspace disease, malignant middle cerebral artery disease, and arteriovenous (avf) fistula on (B)(6) 2020. The patient also experienced cerebral edema on an unknown date. Details regarding event severity, intervention / treatment, outcome, and principal investigator (pi) assessment of study device / procedure relationship, were not entered in the crf. On (B)(6) 2020, the patient¿s nihss score was 12. Modified information was received on 09 november 2020 and reviewed. Adverse event ¿subarachnoid hemorrhage¿ started on (B)(6) 2020. The event was considered serious and required prolongation of existing hospitalization. The event did not result in the subject¿s discontinuation from the study. Adverse event ¿right basilar airspace disease¿ was inactivated from the clinical database due to reason code ¿added in error¿. The start date of adverse event ¿cerebral edema¿ was updated to (B)(6) 2020. The event was not considered serious. The event did not result in the subject¿s discontinuation of the study. Adverse event ¿malignant middle cerebral artery disease¿ was considered serious as it required craniectomy and prolongation of existing hospitalization. The event did not result in the subject¿s discontinuation of the study. Adverse event ¿vessel injury with extravasation¿ was not considered serious, however, the event required coil embolization of small m3 branch. The event did not result in the subject¿s discontinuation of the study. Adverse event ¿avf clot¿ required medication, but was not considered serious. Modified information was received on 17 november 2020 and was reviewed. Adverse events ¿cerebral edema¿, ¿vasospasm¿, and ¿subarachnoid hemorrhage¿ were inactivated from the clinical database with reason code ¿added in error¿. Per the pi, adverse event ¿avf clot¿ was moderate in severity and was not related to the study device or procedure. The event did not result in the subject¿s discontinuation of the study. Modified information was received on 18 november 2020 and was reviewed. Adverse event¿ avf clot¿ is resolving. Adverse event ¿vessel injury with extravasation¿ was inactivated from the clinical database with reason code ¿added in error¿. Adverse event ¿vasospasm¿ was reactivated with reason code ¿removed in error¿. The event was considered mild in severity and was not related to the study device. The event resolved on the same day without the need for intervention or treatment. Adverse event ¿subarachnoid hemorrhage¿ was reactivated with reason code ¿removed in error¿. The start date of the hemorrhage was 25 october 2020. The hemorrhage was treated with coil embolization and is resolving. Per the pi, the event was not related to the study device. The start date of the adverse event ¿malignant middle cerebral artery disease¿ was (B)(6) 2020. Modified information was received on 19 november 2020 and was reviewed. New adverse event ¿emboli to new territory¿ was added to the clinical database with start date of (B)(6) 2020. Adverse event ¿vasospasm¿ was inactivated with reason code ¿added in error¿. Adverse event term value ¿malignant middle cerebral artery disease¿ was updated to ¿malignant middle cerebral artery disease - cerebral edema¿. Adverse event term value ¿subarachnoid hemorrhage¿ was changed to ¿subarachnoid hemorrhage -vessel extravasation¿. The event was considered mild in severity and was related to the study procedure. The hemorrhage necessitated medical, or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or body function (i.e. Coil embolization) but did not require prolongation of existing hospitalization. The adverse event ¿malignant middle cerebral artery disease - cerebral edema¿ was considered severe and was probably related to the study procedure but not likely related to the study device. The event resolved on 01 november 2020. ¿in the opinion of the investigator, was this adverse event expected/anticipated?¿ value was changed to ¿no¿. Discharge date was added as (B)(6) 2020. The clinical team provided additional information on 19 november 2020 indicated that the investigator re-reviewed the vasospasm event and noted that it did not warrant treatment, and therefore, is being inactivated as he felt it was not outside of the normal course for the procedure. The vasospasm occurred before the use of the embotrap ii device. On 20 november 2020, the clinical team provided additional information indicated that the vasospasm event was deleted because it was not treated. Adverse event ¿right basilar airspace disease¿ was inactivated because it did not meet protocol reporting criteria. Adverse event ¿avf clot¿ was deleted because the event did not meet protocol reporting criteria. The event was related to the patient¿s dialysis access fistula for her history of renal disease. Adverse event ¿emboli to new territory¿ was inactivated because it did not meet protocol reporting criteria. This was not treated nor symptomatic. Electronic data capture (edc) was reviewed for any updates since prior safety note. Subarachnoid hemorrhage and vasospasms were added to the patient medical history form. The procedure per pass log was also updated. The first pass with the embotrap at the right ica (4 min incubation) resulted in a mtici score of 0 with no clot retrieval. The second pass with the embotrap at the right ica (5 min incubation) resulted in a mtici score of 2a with clot retrieval in the aspirate. Next, direct contact aspiration was applied for two minutes and resulted in a mtici score of 1 with no clot retrieval. The third pass with the embotrap at the right ica (0 min incubation) resulted in a mtici score of 1 with no clot retrieval. Next, direct contact aspiration was applied for one minute due to persistent clot at the right ica and resulted in a mtici score of 2b with clot retrieval in the aspirate. The sixth pass was made with a 3 x 31 trevo (stryker) stent retriever at the right ica (1 min incubation) and resulted in a mtici score of 2b with clot retrieval in the aspirate. No further passes were made. Final / end of procedure mtici score was 2b. The patient was discharged to a nursing home on (B)(6) 2020.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 01 december 2020. [Additional event information]: modified information was received on 01 december 2020 and reviewed. The severity of the adverse event ¿subarachnoid hemorrhage ¿ vessel extravasation¿ was changed from mild in severity to moderate in severity. Based on the provided in the preliminary operative report, the vessel injury with extravasation was secondary to competitor microwire / microcatheter manipulation. Therefore, the vessel injury with extravasation with consequent subarachnoid hemorrhage (sah) does not meet MDR reporting criteria. Updated sections: g.3, g.6, h.2, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 11/22/2020 and 11/23/2020. [Additional event information]: modified information was received on 22 november 2020 and reviewed. The adverse event ¿avf clot¿ was inactivated from the clinical database because the event did not meet protocol reporting criteria. On 23 november 2020, confirmation was received from the clinical team that the patient / subject is confirmed to be female. Electronic data capture (edc) was reviewed and the patient¿s gender was updated to female. Further information received on 23 november 2020 indicated that the admission date was changed to (B)(6)2020. The discharge date was updated to (B)(6)2020. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 25 january 2021. [Additional event information]: on 25 january 2021, additional information was received from the clinical study team indicated that after the second pass of the embotrap, the mca was partially open, there was a persistent clot in the ica terminus and a1 origin. After the next pass, the clot in the a1 fragmented and moved distally. The trevo® retriever (stryker) was used to open the aca. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.